Event description:
It was reported when using the bd pyxis¿ anesthesia station es, it was rebooted during a case for an windows update on its own. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the required to confirm that the station was configured not to perform automatic updates. A technical support specialist (tss) connected to the station and reviewed the station logs. The operating system event logs indicated that the previous system shutdown was unexpected. No further issues had occurred on the station since that time. The tss confirmed that the bluetooth adapter was disabled, ruling it out as the root cause, as that was a known factor that could trigger random reboots. Since the exact cause of the reboot remained unknown and the issue had not recurred, the case was marked for closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, it was rebooted during a case for an windows update on its own. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.